Manufacturer narrative:
Device evaluated by MFR: the main coil was returned inside a non-boston scientific catheter. It was observed that the main coil was stuck inside the catheter. When removing the main coil from the catheter, it is observed that was bent and stretched at the coil arm, primary coil and zap tip section, moreover de zap tip was detached. Microscope inspection revealed that the main coil was detached, bent and stretched. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15apr2025. It was reported that the coil became stuck in the hub part of the catheter. The non-stenosed target lesion was located in the mildly tortuous and non-calcified false lumen. During the procedure, it was noted that the coil became stuck in the hub part of the non-boston scientific catheter. The coil was removed with the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that zap tip was detached.